Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 010000662, lot#: 7417119, g7 pps ltd acet shell 50d. Report source: foreign: portugal. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during acetabular preparation with a reamer 49 diameter, acetabular g7 cup impaction, exposure and peripheral acetabular debris clean, apical screw application, however the polyethylene liner would not achieve fixation. The surgeon accomplished fixation with dual mobility option. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.